Manufacturer narrative:
This report will be amended when our investigation is complete. Stem hardness is within spec as recorded on attached print. Stem is fractured, the thread portion is still in the threads on the femoral trial. Visual inspection of the returned stem extension identified that the tip fractured off. Gouging was identified near the tip of the stem, likely the result of removal. Hardness testing confirms the hardness to be within specification . Dimensions were found conforming. The lot was manufactured on 5/nov/1998 and therefore, had been in the field approximately [26.5] years. Visual inspection of the returned femoral provisional confirms that the fractured stem extension threaded tip is seized in the provisional. The lot had been in the field approximately 11 years. It is unknown how many times the devices were used during their field life. Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. The surgical technique indicates that if a stem extension is required, to assemble the stem with the appropriate femoral provisional before inserting for trialing. The natural-knee universal impactor/extractor can be used for the femoral trial. It was reported after the fracture occurred the stem was too deep in the canal to remove by hand and therefore, a larger incision had to be made to expose the stem in order to burr a divot into the stem. A bone tamp was then used to knock the trial out of the canal. The metal debris was well irrigated and lap sponges were used to minimize damage, but the debris could increase the patient's risk of infection. The damge is likely a result of wear during the instrument's field life.

Event description:
It is reported that the stem-femur trial broke off in the patient's canal. A vice was utilized as a first attempt at removal. The surgeon then elected to use a diamond burr to drill a hole/divot in the stem and was able to remove the trial using a bone tamp.